Event description:
It was reported that this right atrial (ra) lead was loosened a and poked a hole in the heart. Boston scientific technical services (ts) stated there is no need for this lead to work on communicator. This lead remains in service. No additional adverse patient effects were reported.